Event description:
During an ercp procedure, a memory helical basket was used for removal of stones in the common bile duct. When the basket was withdrawn into the pt's duodenum, the stones were dislodged. The basket detached from the crimped joint to the drive cable as an attempt was made to retract the basket into the sheath. The detached portion of the basket was successfully retrieved using forceps with no pt injury.